Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
Customer called in thinking that he had a pod that did not work and resulted in high blood glucose levels (bg's). He was put into the hospital with dka (unclear as to whether or not he was admitted or just treated and released). The day before going to the hospital, the customer's bg's ranged 110 mg/dl - high. Customer was using an alternative bg meter and not the pdm. Customer also continued to ingest food (carbohydrates) even with his elevated bg's. On the day he went to the hospital, his bg's ranged 265 - 384 mg/dl. Customer deactivated the pod and started a new one successfully. No further information is available.